Event description:
It was reported that the fiber cap came off, and fiber starting firing forward. Another fiber was used in order to complete the procedure. There were no patient complications reported.

Event description:
It was reported that after 119195 joules, the fiber cap came off inside the patient but it was retrieved. Fiber also starting firing forward. Another fiber was used in order to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Initial reporter phone updated. Initial reporter email updated. B5 updated.

Event description:
It was reported that after 119195 joules, the fiber cap came off inside the patient but it was retrieved. Fiber also starting firing forward. Another fiber was used in order to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this device at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified fiber was not returned for analysis but only the fiber card. The fiber card was tested and read. The testing showed fiber card triggered a soft joule limit warning, indicating the fiber card was expired. The soft joule limit flag is triggered when the user passes 24kj and disconnects and reconnects the fiber, power cycles the system, or removes and reinserts the card. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the limited information available, a conclusion code of cause not established was assigned to this investigation.